Manufacturer narrative:
(B)(4). Batch #: 279a34. Additional information was requested, and the following was obtained: the deployed staples were unformed at the 4th firing when the device cut s3 and between s1 and s2 of the lung. The target tissue where the staples were unformed was slightly thick. The staples at the distal end of the cartridge were unformed. No additional suture was performed. No leakage was observed where the staples were unformed during use. The device was fired by pulse-firing, and the surgeon did not feel the knife returning to home position (he usually recognizes the knife returning). The surgeons were convinced by the explanation how to use the device the sales rep gave. The patient¿ s condition is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with one gst45t reload loaded on the device. The reload was received fully fired and some staples and tissue were noted. During the visual inspection, a battery pack was installed on the actual complaint device. In addition, minor scratches were found on the articulation cover. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset and it could be activated with the test battery, and it was confirmed the firing sequence was complete and the knife could be advanced and returned as intended. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The device performed without any difficulties noted and the knife could be advanced and returned as intended. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic respiratory surgery, the device was fired by pulse-firing but a sound of the knife returning to home position was not heard so that it was not sure if the knife returned at the 4th firing. The trigger was kept pulled then the device stopped functioning. The knife reverse switch did not move. The manual override lever did not move as well. The handle was released slowly then the jaws opened. The staples were deployed properly but only a staple on the distal end of the cartridge was not deployed. One of the surgeons commented that it felt like the pulse-firing did not finish at all. No sound of the knife returning was heard. Another surgeon commented that the device was fired by pulse-firing as usual. He did not feel the knife was returning. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.